Manufacturer narrative:
The renegade 18 (0.021") microcatheter and the y adaptor were not returned. The coil has been stretched 45.0 cm, entangled, and severely damaged. Located off the proximal end on the hypotube at 31.5 cm, 51.0 cm, 61.0 cm, 69.3 cm, 89.5 cm, 113.5 cm, and 131.0 cm are a series of severe kinks. This series of kinks exhibits a repeating folding pattern normally found from handling the device to make it fit it the hospitals small biohazard bags used for product return. It has not been associated during procedure use. The soft braid portion has also a series of kinks. The coil unraveled out of the soldered section. Two contributing factors may have caused the complaint event. The first most likely root cause of the coils introduction difficulty was the selection of a noncompatible 18 series microcatheter (renegade 18) that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 inches (0.356 to 0.432 mm). The renegade 18 microcatheter has an inner lumen of 0.021¿. In addition; without the return of the renegade 18 microcatheter and the y adaptor used in the procedure; it cannot be determined if there were other contributing factors involved with this complaint. The second contributing factor may have been due to interference at the hub to microcatheter junction or inside the microcatheter¿s tube. The stretched proximal section of the coil indicates that the distal section was mostly likely anchored and may have been advanced past the hub to microcatheter¿s junction and into the tube. The source of this interference cannot be determined. It also cannot be determined if this interference was of a fixed or detached nature. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors may have contributed to the inability to advance the coil and the coil¿s damage. The series of kinks appears to be caused by handling factors. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the procedure; the presidio coil (pc4100517-30/j10466) got stuck at the hub of the microcatheter (renegade 18/boston scientific) and the physician could not deliver the coil into the microcatheter. The same thing happened again using another presidio of the same lot number and the same microcatheter. No patient injury was reported. No additional information is available. On (B)(4) 2011, failure analysis discovered that one of the two coils that was returned exhibited entanglement and was therefore considered severely damaged. The other coil was returned unsheathed, however, was not damaged.